Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when customer attempted to remove sensor from pedestal, the needle was not there. It was reported that the hub assembly remained inside of serter. Customer's blood glucose was 7.6 mmol/l. Customer was advised that the sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of two opened and used enlite sensors found both sensor needles were separated from the sensor base; unable to confirm the insertion anomaly due to the sensors were returned opened and used.